Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, testing of arch ipth lot 01210f000, a search for similar complaints, and a review of labeling. The ticket trending review identified an elevated complaint activity for the issue under investigation. Accuracy testing protocol was performed and met all validity and acceptance criteria. Labeling was reviewed and found to be adequate. Based on the investigation, no product deficiency was identified.

Event description:
The customer stated an architect i1000sr analyzer generated a falsely elevated ipth result of 403.3 for one patient sample. The sample was repeated at another facility (method unknown) and an ipth result of 230.6 was generated. There was no adverse impact to patient management reported.